Event description:
Patient was revised due to poly wear of the liner and loosening of the femoral stem.

Manufacturer narrative:
Examination was not possible, as the devices were not returned. A warsaw and international complaint database search finds no other reported incidents against the provided product and lot codes since their release for distribution. The investigation could not verify or identify any evidence of product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. **update**(B)(4) 2013 - medical records were received. There is no new information that would change the existing MDR decision. Medical records and x-rays were obtained and reviewed. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.